Event description:
It was reported that on (B) (6) 2007, the ventilator allegedly failed to alarm when patient's trach allegedly became dislodged and/or his heart rate and/or o2 level allegedly dropped. The patient allegedly sustained severe brain damage and passed away on (B) (6) 2007.